Manufacturer narrative:
(B)(4). The customer returned one 2-lumen PICC for evaluation. The catheter contained obvious signs of use in the form of biological material and the catheter body appeared to be intentionally cut. Visual examination revealed the distal luer was separated from the distal lumen. The luer contained remnants of extrusion within the hub. The total length of the catheter body measured to be 2.50" which indicates at least 20.25" were cut and not returned per product drawing. The outer diameter of the distal lumen measured to be 0.0945" which is within specifications of 0.093-0.097" per product drawing. The inner diameter of the distal lumen measured to be 0.057" which is within specifications of 0.055-0.059" per product drawing. This indicates the wall thickness measured within specifications. The proximal lumen was flushed using a water-filled lab inventory syringe. No leaks or blockages were detected. A manual tug test confirmed the proximal lumen was fully secured to the proximal luer. A device history record review was performed with no relevant findings. The IFU provided with this kit warns the user, "do not apply excessive force in placing or removing catheter. Excessive force can cause catheter breakage. If placement or withdrawal cannot be easily accomplished, an x-ray should be obtained and further consultation requested." The customer report of luer hub separation was confirmed by complaint investigation of the returned sample. The distal luer was separated and contained remnants inside the hub. The sample passed all relevant dimensional inspection and a device history record review was performed with no relevant findings. Based on the condition of the sample received, manufacturing caused or contributed to this event. A non-conformance request has been initiated to further investigate this issue.

Event description:
Customer complaint reported as: "hub came off extension tubing on PICC. PICC placed on 9/10, happened on 9/11. Replaced with another PICC." There was no patient injury or consequence reported. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4).

Event description:
Customer complaint reported as: "hub came off extension tubing on PICC. PICC placed on (B)(6), happened on (B)(6). Replaced with another PICC." There was no patient injury or consequence reported. The patient's condition was reported as fine.